Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3-4 on a patient with a tethered septal leaflet, a mechanical mitral valve, an implantable cardioverter-defibrillator (ICD lead in the right atrium, and tavi (transcatheter aortic valve implantation). A triclip steerable guide catheter (tsgc) (60108r1038) and a triclip xt (60120r1056) were prepared for use (IFU). The triclip xtw clip delivery system (cds) (60120r1056) was inserted into the triclip steerable guide catheter (tsgc) (60108r1038). However, while advancing the cds into the tsgc, it was noted that the +/- knob was not functioning; there was lack of or no resistance while rotating the +/- knob (knob turns freely). The (-) knob was added to achieve the desired height about the valve leaflets. The clip was ultimately advanced to the valve and grasping was performed. However, difficulties visualizing the clip occurred, and the leaflets were unable to be grasped or captured. A decision was made to remove the clip. However, while retracting cds (60120r1056) into the tsgc (60108r1038), the inverted clip (60120r1056) became caught on the leaflets and ICD lead. Troubleshooting was performed to remove the clip from the leaflets and the ICD lead, however, the clip detached from the cds, and remained attached to the lock line and gripper line. A lasso was inserted and captured the clip. The cds was released and was retrieved via the additionally femoral access. The devices were removed from the body. The procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure. The patient was reported to be recovering.